Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the initial implant attempt the physician was unable to find an adequate spot in the right atrium where the lead would stay attached due to patient anatomy. After multiple repositioning attempts, the lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.